Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns patient had high lead impedance readings at an office visit. The reporter was advised to disable the vns. X-rays reviewed by the manufacturer did not identify any obvious lead discontinuities. All attempts for further info have been unsuccessful to date. All attempts to the implanting hospital for vns product information have been unsuccessful to date. Vns revision surgery is planned for (B) (6) 2009.